Event description:
Complaint narrative: a site representative reported the code blue button on the patient station (pas) was not activating in room 736-a, a semi-private room with beds a and b. Site representatives did not report this complaint to be associated with a patient-related event. Complaint troubleshooting: amplion support began remote troubleshooting with the site approproximately two hours after the initial complaint was submitted. Amplion support requested that the site representative press the code blue button on the pas in room 736-a. Amplion support did not see any button press activity on the smart room controller (src) logs for the amplion system. Amplion support suspected keypad failure for the pas in room 736-a, and recommended the patient assigned to the room be moved to another room until the pas could be replaced. Further review of the site's assignments indicated the patient was assigned to room 736-b, and not 736-a. Complaint resolution: on (B)(6) 2021, amplion support requested the pas for room 736-a be replaced. The site representative stated the materials manager (mm) would not be available to replace the pas until monday, (B)(6) 2021. On (B)(6) 2021, amplion support contacted site representatives attempting to resolve the issue in room 736-a. The personnel member amplion spoke with was unaware of the issue. On (B)(6) 2021, amplion support attempted to continue to address the complaint. A voicemail message was left for the regional it representative. Amplion support then called the original representative who submitted the complaint ticket and assisted with troubleshooting on (B)(6) 2021. Amplion support asked the site representative to clarify which pas, bed a or b was non responsive. The site representative reported that both bed a and bed b were having issues with the code blue button not activating. Amplion support asked to be transferred to the mm, who is the site representative responsible for maintenance, testing and replacement of amplion devices. Amplion support was required to leave a voicemail for the mm. An email was also sent to the mm and the regional it representative explaining the current state of room 736 and requesting follow-up. Amplion support called the hospital and requested to speak with the house supervisor (hs). The site representative who answered the phone stated the hs was not in the office. Amplion support requested to leave a message for the hs, stating the issues in room 736 and the inability to get in contact with a site representative who could assist with further troubleshooting. Amplion support requested additional communication support from the amplion customer success executive (cse), who is responsible for the customer relationship. An email was sent to the hospital ceo with an explanation of current state of room 736, requesting follow-up. On (B)(6) 2023, amplion support called the mm requesting to test room 736. Testing of the room 736-a pas did not show any src log activity, which indicated that the pas was not functioning properly. Testing of the room 736-b pas did show activity in the src logs and the alarm posted to the clinical dashboard per design. This indicated that the pas for room 736-b was functioning properly. The mm was asked to replace the pas for room 736-a. The mm attempted to repalce the pas but could not remove the screws. The mm stated she would contact the regional it representative to replace the device. The mm emailed the regional it representative stating the screws were stripped. On (B)(6) 2021, the regional it representative stated he replaced the pas in room 736-a. Testing of the replaced device indicated functionality of the code blue button; however the regional it representative reported the device did not have audio. The device was power-cycled remotely (i.e., turned the src off and then back on), which returned audio to the pas. Amplion support asked the site representative to again test the code blue buttons for both room 736-a and 736-b, confirming full functionality. Failure analysis the pas device involved in this complaint has not been returned to amplion by the customer as the date of this report and amplion does anticpate receiving the device, as amplion was uninstalled from this site as of 09/06/2022.